Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full examination. The report of balloon burst was confirmed. As received, the balloon was found to be ruptured at the central area. The balloon edges did not match at the ruptured region. No other visible damage was observed from the catheter body and windings. Through lumen was patent without any leakage or occlusion. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the device manufacturing process the units go through a balloon inflation process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The IFU was reviewed and it indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this fogarty embolectomy catheter, the balloon burst. The device was replaced with a new unit to solve the problem. The device was received for evaluation and the balloon was found to be ruptured at central area, with balloon edges not matching at the ruptured region. There was no allegation of patient injury.